Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record could not be performed as no lot was reported for this complaint. Product examination found that the battery pack had warped and corroded significantly. This complaint is confirmed. Reviewing the complaints for the lot number could not be performed as no lot number was reported for this complaint. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; but not yet evaluated.

Event description:
It was reported that after surgery, some liquid leaked from the battery was noticed at the time of disposal. No adverse events have been reported as a result of the malfunction.